Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient was unable to access the artificial urinary sphincter (aus) pump due to its positioning. The pump had migrated to the inguinal ring and became inverted within the scrotum. Consequently, the pump was explanted and replaced. No patient complications were reported.